Manufacturer narrative:
The reason for this revision surgery was to alleviate an issue with the hip cup not capturing in the patient's hip after 9 days of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the (B)(4) complaint against this lot number. The root cause for the hip cup not capturing enough surface area was not reported and could not be determined with confidence. Factors un-related to the implants that may contribute to a patient hip not capturing the cup are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to poor bone quality, the cup did not capture enough area.